Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the device was discarded of. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-aug-2010, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 211.6 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that while the patient was being treated for wound care the hcp noticed that the catheter had been exposed since (B)(6) 2018. The pump and the pump segment of the catheter were replaced. The hcp removed 5.4 cm of the pump segment which was replaced with a 8596sc leaving the total implanted catheter length to be 87.6 cm89 after the replacement. No further complications have been reported as a result of this event.